Manufacturer narrative:
The service rep found a pushed in pin in the interconnected cable on the c-arm. He fixed the pin and reseated the boards in the workstation. The system operates as intended.

Event description:
The customer reported the 9800 system's images intermittently go black in the middle of the case. No pt injury was reported.